Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's husband reported via phone call that his wife was hospitalized for a high blood glucose of 1,833 mg/dl and full diabetic ketoacidosis. The insulin pump alarmed with a button error and after a battery change the alarm persisted. The customer was currently hospitalized, and the hospital staff removed her from the pump. Troubleshooting was initiated with the husband for the button error alarm. The husband did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.